Manufacturer narrative:
The device failed to work as expected by the customer and the system was rebooted to correct the reported problem. A reboot / restart of the system is a standard operating practice that is recommended in the device¿s IFU. Although the reported issue was corrected by rebooting the device, it is not known what caused the flat lines initially. Therefore, we are considering this a malfunction of unknown cause. Additionally, a philips field service engineer visited the customer¿s site, performed functional testing and confirmed the device is functioning as intended. No audit logs were provided for review. A preventative maintenance (pm) was performed on the device with positive results. The device has remained in use at the customer's facility since this issue was initially reported. However, since the customer expressed overall dissatisfaction with the device, the device will be replaced for customer satisfaction purposes once the global delivery block has been lifted. No further investigation is warranted based on the available information at the time of complaint closure. In the event additional information is received, the investigation will be reopened.

Manufacturer narrative:
Date of reported event was unknown at the time of this report. A valid serial number for the device was not reported. Unable to confirm the device based on the information received. A follow-up report will be submitted upon completion of the investigation. Patient information has been requested but not provided at the time of this report.

Event description:
It was reported by the customer that the patient has been defibrillated 5 times and after the fifth time monitoring of the ECG and ibp disappeared (flat lines). According to the customer, a restart of the flex cardio solved problem. The customer further reported that this has happened only once but they need to know why this happened and what should be done to prevent this situation from happening again. The device was in clinical use for patient monitoring during a cardiac intervention procedure at the time the reported issue was discovered. According to the customer, the patient had no heartrate, was defibrillated and at that moment no monitoring was available until the system was restarted.